Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient reported that she waited 24 hours and turned on the her patient programmer and the message was no longer visible. The por message has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reports she is getting informational power on reset (por) on the programmer screen today. Patient states she had radiation done and turned therapy off until last tuesday and went to check therapy today and getting informational por message. Patient was asked to sync with programmer and it shows the sync screen. Patient services (ps) recommend replacing the programmer batteries and patient said she will have to wait for her husband to come home to replace the batteries. Ps recommend calling ps back once the pp batteries are replaced. The issue was not resolved through troubleshooting.